Manufacturer narrative:
The test strips were requested for investigation. The reporter¿s 2 vials of test strips - both from the reported lot, were provided for investigation where they were tested using a retention meter and retention controls. Vial #1 testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr, qc 2: 2.9 inr,and qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Vial #2 testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.8 inr,and qc 3: 2.8 inr. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."

Event description:
We received an allegation that questionable results from the coaguchek xs meter with serial number (B)(4) caused a patient to be admitted to the hospital due to "stroke-like" symptoms. It was reported that the therapeutic range is 2.5 to 3.5 inr and that testing is performed every 3 to 4 weeks depending on the results. On (B)(6) 2022, the meter result was 6.7 inr when tested at the patient's clinic. The patient's warfarin was reportedly withheld from (B)(6) 2022 to (B)(6) 2022 based on this result from the meter. On (B)(6) 2022, the patient allegedly went to the ER for "stroke-like" symptoms. The laboratory result at the ER was reportedly 1.9 inr. All scans were reportedly negative. The stroke was reportedly not confirmed and reportedly the patient may have had a transient ischemic attack (tia). The patient was reportedly treated with a heparin drip for the inr. The patient's inr was reported to be 2.5 when the patient was released from the hospital. Warfarin was resumed to normal dosage on (B)(6) 2022. On (B)(6) 2022, the patient allegedly had a nosebleed that was stopped with pressure and the patient also reported fatigue. No medical treatment was required. The patient was reportedly sent to the ER to check her inr. The meter result at 2:00 pm was reportedly >8.0 inr and the laboratory result at 3:44 pm from a venous sample was reportedly 4.0 inr.